Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to moisture. The customer's blood glucose level was 17.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside the pump. The insulin pump was received with a minor scratched display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).